Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was between 40 and 60 mg/dl. Reportedly, the customers basal rate settings were set too high. Customer consumed glucose tablets to address bg. As event occurred in the past, recommendation was made for customer to discuss event with healthcare provider.